Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. No motor position encoder error alarm could be verified and the functional testing could not be completed due to the motor error alarm. The insulin pump had moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported his insulin pump alarmed and then he received a motor error alarm during priming. Customer's blood glucose was 187 mg/dl. Customer stated the device got wet over a month and a half ago when he ran in the ocean. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.